Event description:
It was reported that two holes were noted at the y site where the balloon and the foley catheter port meet. The water in the balloon eventually leaked out and the foley catheter fell out. Minimal harm done but patient experienced pain and discomfort. No medical intervention was reported.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received one (1) opened (without original packaging), used all-silicone foley catheter. Visual inspection noted no obvious defects. The catheter balloon was inflated with 5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out a pinhole found on the bifurcation measuring (0.011"). This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that two holes were noted at the y site where the balloon and the foley catheter port meet. The water in the balloon eventually leaked out and the foley catheter fell out. Minimal harm done but patient experienced pain and discomfort. No medical intervention was reported.